Event description:
A zoll patient service representative (psr) called zoll customer support that a battery charger/modem that was in use for psr training purposes would not power up. The charger/modem was not in use by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective flash memory.